Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed and there was no option for recovery. The field service engineer (fse) explained to the customer that the station drawers were not detected on the bus. This included both the main and auxiliary units, which were showing pockets for each drawer. Additionally, the remote manager was not on the bus and could not be recovered. After remote troubleshooting was performed, the main cabinet was successfully brought back onto the bus; however, the auxiliary unit and remote manager remained off the bus. Upon arriving on site, the fse successfully applied troubleshooting techniques and isolated the issue to drawer number five on the auxiliary unit, which was causing the remaining auxiliary drawers and the remote manager to fail. The fse powered down the station and replaced the module controller with a new one. The station was then powered back on and tested using the hardware testing application. All tests passed, and the drawers successfully self assigned, allowing the customer to recover the storage space. The customer was able to successfully recover storage space and verify full pocket functionality with no malfunctions observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers failed with no option for recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.